Manufacturer narrative:
In this case, the returned device analysis confirmed the reported deformation due to compressive stress associated with the soft tip deformation. Additionally, the soft tip was noted to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported deformation due to compressive stress (soft tip deformation) and the scratched soft tip are related to procedural conditions associated with the clip becoming caught on the soft tip of the sgc. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, the clip was unable to be opened. A clicking sound was audible during troubleshooting attempts to open the clip. Multiple troubleshooting efforts were made but were unsuccessful. Consequently, an attempt was made to remove the clip along with the steerable guide catheter (sgc). During removal, the clip was observed to have detached from the clip delivery system and appeared affixed to the soft tip of the sgc. A non-abbott device and a snare were utilized to securely remove the clip from the anatomy. Post removal, the soft tip of the sgc was observed to be damaged. The clip and the sgc were replaced with other devices to complete the procedure. Post-procedure, mr was reduced to grade 2+. There was no clinically significant delay.